Event description:
It was reported that during a rotational atherectomy procedure in the lad, the rod on advancer severed. The advancer worked fine until the second burr run when the advancer seized up. The device was removed from the pt's body. When the burr was going to be disconnected from the advancer, the rod on the advancer was noted to be severed. An 80% stenosis remained, however, the procedure could not be completed as another advancer was not available. The pt was in a confused state from non-related issues.